Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Reportedly the charging connection was unstable unless cable was held or pump was positioned in a specific way. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried a different charging cable and non-tandem wall adapter, which resolved charging issue.